Event description:
It was reported that a patient underwent laparoscopic cholecystectomy on (B)(6) 2013 and suture was used. While closing the trocar hole, the needle broke. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle was cut likely by use of the needle holder. The sample condition suggests an improper handling of the needle/suture. This defect cannot be attributed to the manufacturing process.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.